Manufacturer narrative:
Device manufacture date is unknown. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number kk131855. This device is not distributed in us so that unique identifier is blank. The defect device was returned. We confirmed that the r/l pulley wire ruptured and the u/l puller wire was worn out. The device has been repaired.

Event description:
Ruptured adjusting collar. Poor finishing last repair (B)(6) 2020. Sold date (B)(6) 2018.. This event occurred at the time of during inspection. There was no report of patient harm.